Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. This reported symptom "device failed to detect an upstream occlusion" was unable to be evaluated because evaluation experienced a system error 320 while attempting to reproduce the reported symptom. There was no related part malfunction and no corrosponding part was replaced. The device was tested and montiored throughout the repair process to ensure that it passes all ultrasonic sensor testing, to ensure continued accurate occlusion detection before leaving the facility.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion. It was also reported there was no patient involvement.